Event description:
Device appears to be over-sensing on the right ventricular lead. Device is programmed to unipolar sensing. Sensing issue: 2,935 short v-v intervals since (B)(6) 2022. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).